Event description:
This adverse event occurred outside of the u.s. However, as there is a similarly marketed device in the u.s., an MDR is being filed. Limited information surrounding the event was provided. The customer informed the manufacturer that the duramatrix suturable product was utilized on a patient during an initial surgery on (B)(6) 2023. 7 months after the initial surgery, revision surgery was performed on (B)(6) 2024 and it was found that the duramatrix suturable patch did not resorb. The patch "was almost intact." The following information was requested but not provided: information surrounding the initial surgery (including nature of surgery), reason for the revision surgery, surgical technique information, current patient status, and if there are any follow-up visits scheduled. Revision surgery was required for the patient, however details surrounding the reason for the revision surgery were not provided. Information surrounding patient status was requested but not provided. Complainant confirmed the patient "did not feel any discomfort caused by the patch. The following information was requested: information surrounding the initial surgery, reason for the revision surgery, surgical technique information, current patient status, and if there are any follow-up visits scheduled. Multiple attempts were made to gather additional information however no further information was provided.

Manufacturer narrative:
This medical device report (MDR) is being submitted outside the standard 30-day reporting timeframe due to corrective actions taken following a nonconformity identified during an mdsap audit /inspection.